Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that error 1007 for pressure sensor autozero failure occurred. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The event log was reviewed but the failure could not be confirmed. The unit was powered on and ran, but no failure occurred. The reported issue could not be duplicated. The device passed required performance verification tests per philips standards and was returned to service.